Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. After more than 30 minutes since the surgery began, the tissue pad of the subject device was damaged. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 23, 2020, omsc found that the tissue pad was separated. This is the report regarding the separation of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Peel-off of the probe coating. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The above device handling has warned in the instruction manual.